Manufacturer narrative:
This report consists of correct information. Information was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient became unresponsive following discharge from the hospital after the sensor implant procedure . A nurse initiated CPR and patient was transferred to the ER with CPR in progress. The patient coded and subsequently passed away due to cardiopulmonary arrest. The physician does not believe the patient's death was related to the device or implant procedure.